Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The cm stated there was a visible crack in the header of the dialyzer, which is where the leak was reportedly coming from. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used. A blood test strip was not used. After the blood leak was identified, the treatment was halted. The patient¿s blood was returned, but only on the arterial side of the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.